Event description:
It was reported that following a pocket revision procedure (MFR. Report no; 3006630150-2025-08055), the patient experienced inadequate pain relief. It was also reported that the patient experienced discomfort at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg was relocated from the left to the right side. The ipg remains implanted and in use.